Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, which resolved the issue, allowing the sensor session to start successfully.